Event description:
The complainant reported that the impella cp triggered an ¿impella in aorta¿ alarm despite proper device placement. The placement signal (ps) was malfunctioning; however, the pump remained on for continued support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Impella cp was not returned for evaluation. The data logs were reviewed and the parameters were stable, showing no functional issues with the optical sensor. A reduction in motor current pulsatility was observed before and during the time of the impella in aorta alarm. This is most likely due to poor patient condition. The root cause of the optical signal issue is most likely patient condition.